Event description:
It was reported that an ilet exhibited consecutive stalled motor alarms and could not complete a rewind, leading to determination that a replacement was required and that the device would no longer be water resistant. Symptoms included no reported adverse clinical effects. Outcomes included a device replacement with guidance to maintain backup therapy and instructions to sync data and shut down prior to return. Investigation included review of complaint information and arrangements for return and analysis of the original device. Investigation of this case revealed a device functional issue consistent with stalled motor behavior. It was concluded that the device malfunctioned and required replacement, with further assessment pending return of the original unit.